Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a full thickness arcuate treatment on a patient's eye during a laser assisted cataract procedure. Upon follow up, the surgeon was able to open the arcuates. During injection of viscoelastic, it was observed that this was leaking out of the arcuate. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site to evaluate the system. The representative found the system to be within specification. Several mock surgeries were performed with no abnormalities. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).